Event description:
It was reported that when using bd pyxis¿ medstation¿ es patients were not being processed. The customer verified that the patient interface experienced downtime for 1 hour and 28 minutes. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a disconnection in the interface server. A technical support specialist made changes in their middleware ip port and restarted the interface service to address the issue. The system functioned as intended after the technical support specialist troubleshot the device.